Event description:
A customer reported the units of measurement on her freestyle flash meter had changed. The customer also observed error 3 and 4 messages on the screen of her meter and the date and time stetting had also changed. The customer reported that she self-administered insulin before realizing the units of measurement had changed and subsequently became hypoglycemic as a result. Paramedics were called and they treated customer with a glucose injection. She did not require further medical intervention.

Manufacturer narrative:
The meter has been returned and an investigation has determined the complaint is confirmed for the memory overwrite malfunction. Customers and retailers have been notified by the adc fa 16 may, 2006.